Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient was undergoing a dermatology procedure, when she felt lightheaded and passed out. The device indicated there was noise present as well as oversensing and pacing inhibition of greater than 2 seconds. Technical services was consulted and stated that it was most likely the cautery equipment may have been causing interference with the device. And during the next session in the dermatologists office, the device should be placed in cautery mode which will alleviate some of the symptoms. To date, there have been no additional adverse patient effects reported.